Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was reading inaccurately erratic. The pt received results of 488 mg/dl, 123 mg/dl, and 125 mg/dl on the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt did not receive any medical attention or intervention. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The test strips were within the expiration date. However, the pt reported that the test strips were damaged. Therefore, a quality control check could not be performed. A replacement meter, control solution, and test strips were sent to the lay user/pt.